Manufacturer narrative:
Date of event: requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that when they were pulling halar the angio-seal system, the anchor, collagen and suture were still inside of the insertion sleeve. The patient was stable, and the procedure was completed. There was no patient injury/medical or surgical intervention required. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
Patient identifier: requested, not provided. Date of birth: requested, not provided. Patient sex: requested, not provided. Weight: requested, not provided. Ethnicity: requested, not provided. Race: requested, not provided. Date of event: requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that when they were pulling halar the angio-seal system, the anchor, collagen and suture were still inside of the insertion sleeve. The patient was stable, and the procedure was completed. There was no patient injury/medical or surgical intervention required. There were no other devices or equipment used with the reported product.

Event description:
Additional information was received on 18 jan 2022: the procedure performed was a coronary angioplasty using a 7fr procedural sheath. Hemostasis was achieved by manual compression. The first device was discovered prior to patient use. The second device was removed from the patient during deployment. Additional information was received on 21 jan 2022: both devices were used during the same case/patient.

Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea. This report is for the second device reported, for the first device reported that was used on the same patient see MDR 3013394970-2021-00704.